Manufacturer narrative:
Event date estimated as admission details were not provided. Describe event or problem: this complaint will address admission 7 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961, 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03970, 2916596-2020-03972, 2916596-2020-03973, 2916596-2020-03975, 2916596-2020-03976, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03979, 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.

Manufacturer narrative:
Section h6 (patient code) and h8: correction. Manufacturer's investigation conclusion: a specific cause for the reported driveline and pump pocket infection could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported renal dysfunction requiring dialysis and the reported volume overload could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remained ongoing on (B)(6) until she ultimately expired in (B)(6) 2020 due to sepsis and organ failure. Information provided indicated that the device was disposed and would not be returned (reference MFR # 2916596-2020-03652). The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists infection (including driveline and pump pocket or pseudo pocket infection) and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.